Event description:
It was reported that when this right ventricular (rv) lead was changed to bipolar sensing there was loss of capture (loc). This lead remains in service. No adverse patient effects were reported.